Manufacturer narrative:
(B)(6). Patient weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a less invasive stabilization system (liss) distal femur plate and unknown quantity of screws on unknown date. On unknown date, it was determined that the patient had a fracture just proximal to the plate. Patient was returned to surgery on (B)(6) 2018 where surgeon attempted to pull the plate closer to the bone utilizing different screws. After several attempt to turn the most proximal liss locking screw, the large hexagonal screwdriver tip broke off. It was stated the screw was either locked into the plate or possible cold welded to the plate. All fragments were retrieved. A backup screwdriver was readily available and was used to complete the procedure with no delay. This report is for one (1) large hexagonal screwdriver. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : device history records review was completed for part# 314.27, lot# 5051104. Manufacturing location: brandywine, manufacturing date: aug 03, 2005. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. Visual inspection of the returned screwdriver at customer quality (cq) confirmed the reported complaint condition of broken. The distal hexagonal tip has broken off the returned device with the distal fragments not returned. The fracture surface appears homogenous when viewed under 5x magnification. The remainder of the device shows signs of wear about the handle and shaft. A dimensional inspection of the hex feature was unable to be performed at cq because the hex feature sheared off at its base and was not returned. The returned shaft diameter just proximal to the broken tip measured ø5.695mm (om521) at cq which is within specification of ø5.7mm -0.05mm per screwdriver shaft component drawing. Screwdriver assembly drawing and screwdriver shaft component drawing were reviewed during this investigation. In the time since the release of this lot, the material of the screwdriver shaft has been changed from x15tn to 465ph. Given the age of the returned device (12+ years old), and the signs of wear about the handle and shaft, it is most likely that regular use over 12+ years coupled with attempted removal of a previously implanted and cold-welded screw according to the reported information has contributed to this complaint condition. It is determined that the design of this device did not contribute to this complaint condition. No product design issues or manufacturing discrepancies were observed during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: d10 g1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.